Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 24, 2014 to september 26, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection and functional leak testing were performed. It was identified that the blue winged luer cap was not tightened. The device was filled with green colored water and the winged luer cap was hand tightened. The device was observed overnight. No leaks, malfunctions or abnormalities were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was leaking an unknown solution. This was noted during storage of the device. There was no patient involvement. No additional information is available. This is report 5 of 9.